Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the shocking was not determined. The cause of the pain at the pocket site was not determined. The physician recommended the patient take time for the pocket to deal and patch. It is unknown at this time of the pocket pain has been resolved, but the device has been explanted. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has had their stimulation off since this incident. The patient's adaptive stimulation (as) was not enabled. The connectivity check looked good and impedances are all normal 700-1000 ohms. The patient is programmed to high frequency. The rep is going to try to reprogram the patient today with decreased settings and activate as so she can have reduced settings for laying down. The rep added that when the original shock occurred, the patient had a hard time decreasing their intensity with his controller and just turned it off instead. Additional information was reported that the rep stated that the patient had their ins removed yesterday ((B)(6) 2019). The rep stated that it doesn't appear the programming resolved the issue. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep was able to locate the explanted ins and would return it for analysis. The mail tracking number was reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis of the ins ((B)(4)) found that it was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is an estimate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced a shock from the top of their head to their feet, and this was described as though the patient had their hand in a power socket. It was also reported that within the month prior to report, the patient started having very bad pain at the pocket site that resolved when the ins was off. X-rays were done, and the leads were confirmed to be in the same position as before. No further complications were reported or anticipated.